Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high rate non-sustained episodes, non-physiologic noise and high impedance. A lead fracture is suspected. Reprogramming was completed and a lead revision was attempted but the physician was unable to get access to add a replacement lead. Another lead revision will be scheduled in order to extract the current lead and implant a new rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that patients right ventricular (rv) lead exhibited oversensing noise, high defibrillation impedance, and high thresholds. The lead was extracted and a replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.